Event description:
The pt had two transurethral needle ablation procedures, one in 2008 and the other in 2009. With the first procedure, there was minimal benefit. Since the most recent procedure his bph symptoms were improved, and the pt has complained of erectile dysfunction. The physician offered the pt viagra and suggested that they wait and see if over time it will resolve. The pt was last seen four months later. There are no upcoming appointments scheduled at this time. The physician indicated that the heat can extend 5-6mm beyond the tip of the probe which could potentially cause nerve damage, so it is unclear if this is temporary or permanent. The pt's bph symptoms were improved.